Event description:
Per the clinic, the patient reportedly developed an infection (pus) and pain at the implant site. The patient also reported experienced a change in impedance with the device. Subsequently, the device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.